Manufacturer narrative:
(B) (4). Endoleak, unknown cause of endoleak.

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk. The aortic neck was 2.5 cm long and it measured 25-26-27 mm in diameter from proximal to distal. There was a small type ii endoleak present. It was reported that post the implantation of the bifurcated stent graft there was a proximal type 1 endoleak. The proximal portion of the stent graft was ballooned with a reliant several times; however, the endoleak was still present. The physician implanted a palmaz stent and the endoleak was resolved. No further intervention was performed. No add'l clinical sequelae were reported and the pt is fine.